Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced diarrhea and vomiting. The customer had contact with a healthcare professional (hcp) who administered 8 units of "tioram" insulin for treatment. There was no report of death or permanent impairment associated with this event. Reportedly adc device reading of 49 mg/l, 45 mg/dl, 45 mg/dl, and 39 mg/dl was compared to readings of 450 mg/dl, 397 mg/dl 297 mg/dl, and 297 mg/dl obtained on a healthcare professional (hcp) meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported medical event.